Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The alert was triggered due to high undefined superior vena cava (svc) coil impedance on the right ventricular (rv) lead. The svc coil was turned off and reprogrammed to a different shocking vector. No patient complications have been reported as a result of this event.